Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide with a 6fr sheath, after an interventional procedure. Reportedly, when the plunger was removed, it appeared that the suture was cut in half. When the device was removed, a piece of the suture was wrapped around the anterior needle. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The report of the suture appearing to be cut in half and wrapped around the anterior needle could not be confirmed. The suture with posterior needle tip, plunger with anterior needle tip, cuffs and link were not returned for evaluation. The returned handle, lever, guides, foot and sheath were examined and found to be normal and undamaged. Based on the analysis, a definitive cause could not be determined. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.